Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead was displaying increased pacing threshold measurements and loss or capture. This rv lead was suspected to have dislodged. Sensing and impedance values were stable. No episodes were stored in the device memory. A revision procedure will be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.